Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to possible inappropriate anti-tachycardia pacing (atp) and shocks delivery. Technical services (ts) advised on further in office review of the system. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise oversensing on the right ventricular (rv) lead channel, which led to possible inappropriate anti-tachycardia pacing (atp) and shocks delivery. Technical services (ts) advised on further in office review of the system. No additional adverse patient effects were reported. This system remains in service. Additional information was received indicating that the cause of the noise was a lead fracture. The physician opted to surgically abandon and replace the rv lead. No additional adverse patient effects were reported. This device remains in service.